Event description:
The field service rep replaced the worn waste outlet tube assembly on the cell-dyn analyzer. The analyzer is within specification. There is no direct exposure or injury reported for this issue. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this complaint is no longer reportable.